Event description:
The customer reported to olympus that the fiber was broken on the fiberscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating on the connecting tube was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) sections which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded the character count. The full name is: (B)(6) hospital medical center. The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: image guide bundle had significant breakages; adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to a dent on channel tube, channel cleaning brush cannot be inserted smoothly; adhesive around light guide lens was peeled; the suction cover was deformed; the angulation lever was deformed; the grip had discoloration; the eyepiece was deformed; and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.